Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer reported they received replacement of the insulin pump due to retainer ring. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.